Manufacturer narrative:
Asahi intecc has determined that the date recorded "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The guide wire and gauze with green fragments were returned. The returned guide wire was bent at the distal segment. No other deformation was observed. For approximately 11-15cm from the wire tip, the ptfe coating was found intermittently peeled off. The fragments attached on the returned gauze were microscopically observed. Those were a pleated strip of green coating that matched with the color of the ptfe coating of the returned guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the investigation outcome, it was concluded that the ptfe coating was damaged by strong friction generated as a metal part of the concomitant dca device point-contacted the shaft of the returned guide wire due biased clearance among the devices possibly affected by the anatomical condition or the distal shape of the concomitant guiding catheter. There was no indication of product deficiency. Although no adverse patient effects were reported, a possibility could not be completely ruled out that some ptfe coating fragments might have entered into the patient vasculature. The instructions for use (IFU) states: [warnings] do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.]; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that green coating fragments were found inside the nose cone of a dca device after performing dca during a pci to treat a 75-90% stenosis in the lad #6. The physician determined that there were no adverse patient effects and did not take further action against the peeled coating. The pci was resumed and successfully completed with reestablished blood flow. The patient was without sequelae after the procedure.